Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis. The outcome was not considered to be device or therapy related. The infection was determined to be corynebacterium and had been treated with intravenous vancomycin.

Manufacturer narrative:
Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had been diagnosed with corynebacterium in (B)(6) 2022, and the bacteria became more resistant to antibiotics over time and in the end was only able to be treated with continuous intravenous vancomycin. The onset of the patient's infection is reported under MFR #: 2916596-2024-05992.